Event description:
It was reported that the implantable neurostimulator (ins) wasn¿t ¿doing the job.¿ since the ins was implanted it would suddenly ¿go out of whack¿ and jerk the patient around until it was turned off. There had been one time that the ins wouldn¿t turn off. The patient was having pain at the implant site and wanted to device to be taken out. The patient¿s hand had been broken in (B)(6) 2014 and the patient had been unable to keep the device completely charged for a month and a half. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received indicating that the patient still had concerns regarding their device or therapy but was working with their physician. The patient had problems from the beginning; the device would all of a sudden go hay wire and make them feel as if they were a turret¿s patient. No relief unless able to turn it off. Sitting, etc. Not okay said the patient must be awake in case of problems, which is a major problem. The patient was extremely claustrophobic, must be put to sleep. The physician as a result of discrepancy, manufacturer site, and 800 number. The patient was having a cat scan, was very upset. They had a degenerative neurological disease. It was very serious as the cat scan is not going to provide results to standard of MRI. At this time the patient was not happy with the manufacturer. The neurological disease was affecting memory, cognitive, their movement, and the patient was getting lost. First hallucinations, very scared, having their system has made it impossible to receive the best test results possible.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had difficulty turning off the device. The outcome was ongoing for the difficulty turning the device off. No actions were taken as interventions. The device was interrogated and was functioning well according to the device report. The etiology was related to the device or therapy and not related to the implant procedure. The patient reported pain over the implantable neurostimulator (ins) site. No actions were taken as a result of the pain over the implantable neurostimulator (ins). The outcome of the pain at the ins was resolved without sequelae. No actions were taken as interventions. The etiology for the pain was related to the device or therapy and not related to the implant procedure. The patient reported jerking movement. The outcome for the jerking movement was ongoing. No actions were taken as interventions. The patient stated that the stimulator sometimes suddenly went out of whack and jerked her around. The patient declined adjustment. The device was interrogated and the jerking movement was considered to be related to amplitude being too high. The patient reported that the stimulator continued to jerk her around intermittently. The etiology was due to programming. The event was related to the device or therapy and possibly related to the implant procedure. The patient stated that this had occurred since implant of device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was an inability to interrogate. The battery was discharged due to the patient not charging.

Event description:
Additional information received from a healthcare provider (hcp) in a clinical study reported the patient again reported the jerking movement on (B)(6) 2015. She had not had her device reprogrammed. The patient was encouraged to come to the clinic during the hours that manufacturer representatives were there to reprogram. It was also reported the patient's device was not responding to the patient programmer.

Manufacturer narrative:
Concomitant product: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4) product type recharger, product ID 3550-29, lot# n441811, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).